Event description:
Customer reportedly obtained results of 165mg/dl and 65mg/dl within 10 mins on the advantage/voicemate sys. Customer drank juice and ate 1 glucose tablet in response to hypoglycemic symptoms and results. No adverse event reported. Requested return of suspect sys, however, strips are unavailable for return. Replacement was sent.